Event description:
It was reported that during procedure on (B)(6) 2025, the patient experienced a decrease in motor function on both legs prior to implant of the scs lead. As a result, the physician decided to abandon the case.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.